Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the error. The event log showed the activation. No system malfunction was appreciated. Possible user activation error emergency stop button. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had fast stop activated message displayed.